Event description:
During zoll technical service department's evaluation of the device, while performing the defibrillation self test, the device did not give a "test ok" message with the paddle set installed and gave a "test failed" message with the multifunction cable installed. There was no pt involvement in the reported failure.